Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 5. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: abscess and inflammation. No further patient complications were reported.